Event description:
Device 1 of 2, reference MFR report#1627487-2015-08353. It was reported the patient lost weight and is experiencing pain at the ipg and lead sites. Reportedly, the leads can be felt through the skin. Surgical intervention may be undertaken as the next course of action to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.